Manufacturer narrative:
Visual inspections were performed on the returned device. The reported missing pad prints were confirmed. The reported loss of arterial access could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that contribute to peeling print pad, include, but not limited to, manufacturing, contact with anatomy or rubbing/friction action during the procedure and user technique (user wipes off prior to insertion). The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery with two proglide devices using the pre-close technique via a 6fr sheath hole prior to an interventional endovascular repair procedure. The sutures of two proglide devices were successfully pre-placed. Reportedly, upon removal of the second device, the arrows for the guide wire access port could not be seen and the device was pulled back in an attempt to find them. Access was lost as the device was no longer in the artery. Since the sutures were already placed, the access site was closed with the pre-placed sutures and access was gained contralaterally to complete the procedure. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Correction: h6 - component code: code 4761 removed and code 4755 added.